Manufacturer narrative:
Sensonics was made aware of a serious adverse event where patient reported hypotension resulting in hospitalization. The incident was not related to eversense system. No additional information was provided by the clinic site. Since the event was not related to the usage of eversense cgm system, no additional evaluation was necessary.

Event description:
On 14 july 2025, sensonics was made aware of a serious adverse event where patient reported hypotension resulting in hospitalization.